Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator.

Event description:
It was reported that while the ventilator was delivering breathes, before the patient completely exhaled, a new breath cycle would start. No patient harm reported.